Event description:
It was reported on (B)(6) 2012 at 0500est, that per a conversation with the nurse educator in the intensive care unit (ICU), the console continued to display inconsistent waveforms even after the hot line calls were made to the clinical support specialist (css). The rn stated that the light bulb on the display was blue and then the light bulb changed to white. The monitor displayed arterial pressure (ap) fiberoptic sensor (fos) cal key corrupt. The md decided to remove the intra-aortic balloon (iab) and insert another iab using the same insertion site. After removing the iab, a blood clot was found on the end of the iab. The rn stated that a pressure bag was used during the intra-aortic balloon pump (iabp) therapy and the presence of the blood clot was concerning to the staff. The second iab was inserted using a j wire. The pt was sent to open heart surgery and at that time, the second iab was removed.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.